Manufacturer narrative:
(B)(4). Product will not return for evaluation. Customer stated product is working properly. Per follow up phone call made on (B)(4) 2016,customer stated that they have not returned the alleged defective product. When ask she said she felt well (meter is working fine) and she has not had any need of medical intervention. Most likely underlying root cause of malfunction: user has high glucose value.

Event description:
Customer complains of hi results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 100-150mg/dl fasting. Verified the strips expired 7/17/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 480mg/dl and 558mg/dl fasting. Reviewed meter memory: (B)(6). She stated that she felt fine, but admitted that she had drank 3 cups of juice (less than 2 hours before testing).